Event description:
It was reported that the pt had undergone a revision due to tissue growth and possible repositioning of the floating mass transducer (fmt). After the revision surgery, during the first fitting, the pt had no hearing perception. With a new fitting, in which the audio processor operates at the absolute power limit, the pt almost had no hearing perception.

Manufacturer narrative:
The device has not ben explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow-up report.